Manufacturer narrative:
(B)(4). Pt information requested and all available information is included in sections a and b. This report was filed by the manufacturer. The device has been received but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Risk (B)(4) reported an over infusion of heparin when 400mls was infused. Biomed was called to the floor and the device was still infusing at the time. He removed the device and noted a crack in the upper platen hinge; the covering on the platen post. Pt required extra blood draws. Although requested, no additional pt or event information was provided.